Event description:
On (B)(6) 2022, in the gynecological or, use of a capio polypropylene suture as part of an organ descent. When passing through the ligament to suspend the organs, the suture broke. The dart of the device remained in the ligament. Use of another device of the same reference to remedy the incident. Repetitive incident. To this day there is still a foreign body inside the patient. A report has been submitted to the ansm. Occurred in (B)(6).

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4) no issues or discrepancies were found in the device history record of product code 833-124 / batch 74g2001014 that can be related to the failure mode reported. Refer to attach. Inspection records for suture 158549 lot number 07f2000150 were requested from coventry (us07), no issues or discrepancies were found. A corrective action cannot be implemented at the time since no photos or sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed based only on the information provided to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on the complaint.

Event description:
On (B)(6) 2022, in the gynecological or, use of a capio polypropylene suture as part of an organ descent. When passing through the ligament to suspend the organs, the suture broke. The dart of the device remained in the ligament. Use of another device of the same reference to remedy the incident. Repetitive incident. To this day there is still a foreign body inside the patient. A report has been submitted to the ansm. Occurred in france.